Event description:
The manufacturer became aware of a study from (B)(6) , italy. The title of this report is ¿terrible triad of the elbow: is it still a troublesome injury¿ which is associated with the stryker rhead system. Within that publication, post-operative complications/adverse events were reported which occurred between 2008 to 2013. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses class iiib heterotopic ossifications (ho), f/e+p/s planes stiffness and open debridement (case 9). The study states: ¿following the first operation, five cases of elbow stiffness (2 mixed and 3 extrinsic contractures) were observed (cases 2, 3, 4, 9 and 16): [¿] in 3 cases, both planes of motion were involved: in the first patient (case 9) stiffness was minimal and very severe in the e-f and p-s planes, respectively; [¿] four (cases 2, 3, 9 and 16) of these five patients underwent open debridement. [¿] the patient (case 9) who received delayed treatment and developed a radioulnar synostosis underwent two re-interventions during follow-up because bipolar prosthesis disassembly was observed 5 months after the open debridement procedure; the radial head prosthesis was removed during the second re-intervention, as requested by the patient.¿

Manufacturer narrative:
New information in section h6 (device code and patient code).

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) university of (B)(6). The title of this report is ¿terrible triad of the elbow: is it still a troublesome injury¿ which is associated with the stryker rhead system. Within that publication, post-operative complications/adverse events were reported which occurred between 2008 to 2013. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses class iiib heterotopic ossifications (ho), f/e+p/s planes stiffness and open debridement (case 9). The study states: ¿following the first operation, five cases of elbow stiffness (2 mixed and 3 extrinsic contractures) were observed (cases 2, 3, 4, 9 and 16): [¿] in 3 cases, both planes of motion were involved: in the first patient (case 9) stiffness was minimal and very severe in the e-f and p-s planes, respectively; [¿] four (cases 2, 3, 9 and 16) of these five patients underwent open debridement. [¿] the patient (case 9) who received delayed treatment and developed a radioulnar synostosis underwent two re-interventions during follow-up because bipolar prosthesis disassembly was observed 5 months after the open debridement procedure; the radial head prosthesis was removed during the second re-intervention, as requested by the patient.¿